Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The fse remarked that the safety disk was expired. If any further information is provided, the complaint will be reopened and processed accordingly.

Event description:
N/a.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had helium leak alarm. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.